Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had moved. The patient was experiencing numbness down her arm and down to her fingers. Therapy was turned off to see if it would help. The patient turned it off because her upper chest area was hurting. The patient had felt the unit move the other day prior to the date of this report when she had been lying down and when she had gotten up it had moved and she could not get it back to where it was supposed to be. The patient was managing to get it to where it was before, but her arm was numb. It had come out of place a couple of times, but on the date of this report was unable to get it back to where it was. On the day prior to the date of this report, the patient had been walking and it had fallen into place. On the morning of the date of this report, it was turned and sticking out. The battery location where the implant was had redness. The patient had pain on the right side. No interventions or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0kxfg, implanted: 2014, product type: lead. Product ID: 3387s-40, lot# va0kxfh, implanted: 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).